Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The 3.5 x 8 mm nc quantum apex balloon was inflated once and ruptured at 20 atms. The balloon was removed intact and the procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The 3.5x8mm nc quantum apex balloon was inflated once and ruptured at 20 atms. The balloon was removed intact and the procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. The device was returned for analysis. The nc quantum apex catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).